Event description:
Follow-up with nurse reports that patient presented with chest pain 3 days post-implant. Effusions were diagnosed. Patient had pericardial window procedure done to treat effusions 12 days later. The patient's current condition is reported to be "fine". The device remains in use.